Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed 03-feb-2026. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat act kaolin cartridges that yielded a discrepant results on a 54-year-old male patient with chest pain. There was no additional patient information available. Return product is not available for investigation. Method date tested result hep-dose hep-time (B)(6) 2025 - - 6,000u 9:10 hemocron (B)(6) 2025 9:21 352s I-stat (B)(6) 2025 9:24 164s hemocron (B)(6) 2025 9:40 331s I-stat (B)(6) 2025 9:44 153s hemocron (B)(6) 2025 10:04 163s I-stat (B)(6) 2025 10:07 147s at this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the I-stat kaolin activated clotting time (kaolin act) test is an in vitro diagnostic test that uses fresh, whole blood. And is used to monitor high-dose heparin anticoagulation frequently associated with cardiovascular surgery.